Event description:
A caller reported a heat or electrical issue with the pump or charging supplies, mentioning that the pump felt a bit warm. There was no adverse impact to the customer's blood glucose level. The pump remained functional, and no temperature alarms were recorded. The caller was advised to monitor the system and contact support if the issue recurred.